Event description:
The customer reported obtaining elevated access accutni+3 (troponin I) result above the normal reference range of the assay for one (1) pediatric patient with a history of coarctation of the aorta from the unicel dxi 800 access immunoassay system. Subsequent testing of the patient's sample produced a similar elevated accutni+3 result. The customer reanalyzed the sample a second time following re-centrifugation and obtained a lower result within the normal reference range of the assay. The customer is unaware of any change or affect to patient treatment as the clinician questioned the initial result. All system parameters including quality control (qc), calibration curves, and system checks performed within assay and instrument specifications prior to and following the incident. The customer did not note any issues with sample collection, sample processing, or sample handling in conjunction with this event. The customer did not provide any patient demographics information for the patient involved in this event. The unicel dxi 800 access immunoassay system was used in conjunction with the access accutni+3 reagent.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed verification testing on the analyzer and all testing passed within published performance specifications. There are no indications that the access accutni+3 reagent was returned for evaluation.